Event description:
It was reported that this recently implanted left ventricular (lv) lead has dislodged and is not capturing. This lv lead remains in service. No adverse patient effects were reported.